Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire from the fenestrated bipolar forceps instrument broke and fell inside the patient. It was indicated that the broken fragment was retrieved without patient harm, adverse outcome or injury.